Event description:
Major pump unit(s) involved: device thrombosis;inflow thrombis;specific component(s) involved: inflow graft malfunction/malposition.causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump;type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: inflow graft malfunction/malposition.